Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the procedure of angioplasty of the anterior descending artery plus angioplasty was performed. At the end of the procedure, an injection with contrast medium was made to verify the lumen of the artery. During the procedure, a high-support guide was used to advance a 7fr x 45cm introducer, the same support guide was used to pass the 8 french angio-seal introducer. The guide was removed and the system containing the collagen was attached; the two clicks are heard, the coupling clicked and the release clicked. After this, the device was withdrawn and then it was noticed that the anchor did not position in the artery and remained inside the angio-seal introducer. The angio-seal was disassembled to ensure that nothing remained in the patient's artery. Compression was applied to the patient for the necessary time. There was no patient harm or blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: biomedical. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.